Event description:
It was reported the patient underwent surgical intervention to explant their scs system due to an abscess and infection at the ipg site.

Manufacturer narrative:
Date of event is estimated. Date of explant is estimated.

Manufacturer narrative:
A patient had their system explanted due to abscess and infection at the ipg site was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.